Event description:
It was reported by edwards sales representative that a mitral bioprosthetic valve was explanted after an implant duration of 11 months due to (B)(6). It was noted that the leaflets seem ok, but surrounding area affected. No additional information was released by the healthcare provider regarding the patient or surgery details.

Manufacturer narrative:
(B)(4). No product return. Additional manufacturer narrative: despite multiple attempts, the healthcare provider has not yet released patient medical records such as the operative report, patient history, and discharge summary. Moreover, the explanted device has not been returned for evaluation by the hospital. However, a photo of the explanted valve was provided by the surgeon; the photo shows an edwards pericardial valve exhibiting white film growth fully covering one leaflet, and surrounding the sewing cuff. Without return of device, it is not possible to determine the nature or root cause of the white film (pannus, vegetation...etc) the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occuring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent cases are dental procedures, urological infections and interventions and indwelling catheter . Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.